Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on (B)(6) 2017 clarifying that at the end of the surgery they were only able to advance the lead so that 7 of the 8 electrodes were into the generator. This resulted in one electrode oor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their device replacement done due to the patient hating charging. It was reported that the extension was removed and the health care provider (hcp) connected the lead straight into the implantable neurostimulator (ins). The hcp spent about 25 minutes in the operating room trying to advance the lead pass to the header block. It was noted that the wireless external neurostimulator (wens) showed that all contacts on the leads were fine but when the hcp attempted to advance the leads in the new ins they were unable to pass electrode 7 and 15. The hcp wiped the leads several times and tried a different port but they continued to be unable to pass electrode 7 and 15. Both of those electrodes showed open impedance. The end tip of the lead did not look unusual and the lead/extension junction site looked fine. It was reported that the hcp had to close the case after 25 minutes of trying to advance the lead. The patient was doing fine but electrodes 7 and 15 showed as open. It was noted that another manufacturer representative would be reprogramming the patient in recovery. No patient symptoms were reported. This event occurred on (B)(6) 2017. No further complications were reported. Additional information was received from a hcp via a representative on (B)(6) 2017 reporting device information. The patient weight was asked but unknown. The diagnostics performed for this event was to check impedances. The cause of the impedance issue was due to not being able to completely insert the lead into the battery all of the way. The cause of the difficulty inserting the lead was unknown. It was noted that those electrodes were not used and were not needed to cover the patient's painful areas. No further complications were reported.